Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. The initial strategy was considered multi-device. During positioning of the first device in lateral (a2-p2) position with 12-6 orientation, a slda occurred, in which the pascal ace detached from the anterior leaflet. Second pascal ace was implanted close to the first one, in a2-p2 position and 12-6 orientation, which stabilized the slda. There were strong chords in the medial and lateral portion of the mitral valve, which triggered the decision to use ace devices. Also anterior leaflet was quite long. That is why difficulties regarding the grasp of both leaflets arose. The initial mitral regurgitation grade was severe (4), it reduced to moderate/severe (3) after the slda happened and remained like that post-procedure. Patient's final outcome was stable condition. Perceived route cause of the event was assumption that chords were grasped and or the leaflet was only partially grasped, due to the straight clocking 12/6.

Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests patient factors have likely contributed to the event. Patient had strong chords in the medial and lateral portion of the mitral valve. The chords difficulted the grasping as they laid on the paddles while both leaflets were attempted to be grasped. Also, anterior leaflet was quite long. All these pre-existing factors might have contributed to inadequate leaflet capture leading to an slda. Furthermore, as per medical opinion, probably not all retention elements were attached to the anterior leaflet. Since no edwards defect was identified, corrective or preventative actions are not required.